Event description:
The customer reported that she has experienced high blood glucose levels, without getting no delivery alarms on the insulin pump. The customer also reported a blank screen and the backlight no longer working. The customer had already upgraded to another insulin pump, but had not been using it. Assisted with the programming of the upgrade. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.